Event description:
It was reported that the stent did not fully opened. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified carotid artery. A 10.0-31 carotid wallstent self-expanding stent was advanced and placed for treatment. However, the proximal end stent did not fully opened. The physician used the filterwire to shake the proximal end to fully expand the stent. Afterwards, the procedure was successfully completed. There was no patient complications noted as a result of this event, and the patient was in stable condition.

Manufacturer narrative:
H6 - evaluation conclusion codes: updated.

Event description:
It was reported that the stent did not fully opened. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified carotid artery. A 10.0-31 carotid wallstent self-expanding stent was advanced and placed for treatment. However, the proximal end stent did not fully opened. The physician used the filterwire to shake the proximal end to fully expand the stent. Afterwards, the procedure was successfully completed. There was no patient complications noted as a result of this event, and the patient was in stable condition.